Event description:
It was reported that the asymptomatic patient presented to clinic for a follow up. Externalized conductors were observed via diagnostic imaging. Increase capture threshold was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 18.3-18.4cm, 18.4- 18.5cm, and 35.9-36.2cm from the distal electrode end, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 11.9-14.2cm from the distal electrode end. The etfe coating was intact at all abrasion locations.